Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2, medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2, medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Caller reported blood glucose results, all within 10 minutes: compact plus system 1- 305 mg/dl and hi, which on the system indicates a result in excess of 600 mg/dl compact plus system 2- 296 mg/dl aviva system 1- 60 mg/dl, 76 mg/dl aviva system 2- 81 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.